Manufacturer narrative:
Document review: versafitcup cc highcross pe liner: ref 01.26.2839hct / lot 144762 ((B)(4)devices produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Some (B)(4) items belonging to this lot have been already sold without any other similar issue. From the data collected, there are no evidence that the event is device related.

Event description:
Imp ref #: (B)(4).